Event description:
It was noticed while preparing to insert the jindo steerable guidewire (503453) into the dilator, that the tip surface was frayed. The problem was present before insertion. There was insertion difficulty experienced because of the frayed tip. There were no other problems encountered. Another wire was used and the procedure was completed successfully. The product was not clinically used; therefore, there was no injury to the patient. The product will not be returned for analysis.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.